Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1906233. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. Leakage testing was performed on the retained samples and no signs of defect were identified. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported bd syringe s2 10ml 22ga 1-1/4in bd china had issues with leakage. The following information was provided by the initial reporter, translated from chinese: "when taking blood samples for patients, the needle stopper of the 10ml syringe was not tight and blood leakage occurred."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe s2 10ml 22ga 1-1/4in bd china had issues with leakage. The following information was provided by the initial reporter, translated from (B)(6): "when taking blood samples for patients, the needle stopper of the 10ml syringe was not tight and blood leakage occurred..."